Event description:
During a remote follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right ventricular (rv) lead. Technical support was contacted and further investigation was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was able to be reproduced. No additional intervention was performed. The patient was stable and will continue being monitored.